Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of pericardial effusion appears to be related to procedural conditions and likely due to the transseptal puncture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the pericardial effusion and treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While positioning the clip delivery system (cds) in the left atrium, a pericardial effusion was observed. The physician believed that the transseptal puncture may have caused the bleed and that it was not related to the device, but a user related /anatomical related issue. The cds was removed without implanting the clip and the procedure was aborted. The effusion was treated with pericardiocentesis and the patient was confirmed to be stable post procedure. No additional information was provided.